Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump has a motor alarm. Event occurred before patient use, during testing. There was no patient involvement and no patient harmed reported.

Manufacturer narrative:
B3. Date of event: day and month of event have been provided, but year is unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.